Manufacturer narrative:
Disposition not presently known

Event description:
It was reported that a memo3d rechord, size 34, was implanted and explanted intra-operatively on (B)(6) 2018. No other information was provided.

Manufacturer narrative:
The manufacturer was unable to obtain additional information regarding the details of this event, despite several attempts to follow up. A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Based on the document review performed, no manufacturing deficiencies were identified. However, as the device was not received for analysis and limited information was provided, the root cause of the event cannot be determined. This event was reported in a conservative manner; however, it has not been confirmed whether the reported incident represents an adverse event. If additional information is received in the future, the case will be re-assessed and appropriate investigative action will be taken. Unable to follow up; not returned.